Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead pace impedance trends increased to greater than 1200 ohms. It was also reported that the shock impedance trends had increased to greater than 200 ohms. Episodes of noise, which resulted in intermittent oversensing, was also observed. It was determined that this rv lead was damaged. Subsequently the lead was abandoned surgically and replaced. No additional adverse patient effects were reported.